Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the field had difficulty establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed and telemetry was eventually established. The s-ICD remains implanted and in service. No adverse patient effects were reported.